Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR #2916596-2023-08783 (B)(6) 2020 admission and driveline infection treatment. Related MFR #2916596-2023-08781 (B)(6) 2020 onset of driveline infection. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on hospice care for left ventricular assist device (lvad) driveline and pump pocket infection. The infection began on (B)(6) 2020, the patient was admitted on (B)(6) 2020, and began hospice care on (B)(6) 2023. The patient experienced driveline exit site drainage and sternal abscess, and cultures were positive for pseudomonas aeruginosa. The infection was treated with 3.375g of zosyn (piperacillin/tazobactam) every six hours intravenously. The patient passed away on (B)(6) 2023.